Event description:
During service of product device was found to not cycle, with all leds and constant single tone alarm due to integrated circuit u5 on the logic board being out of spec. Replaced u5.